Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000103448.

Event description:
It was reported that the patient has high impedances on all contacts on one of their leads. As a result, the patient may undergo surgical intervention to address the issue. Product investigation was unable to determine which lead had the issue.

Manufacturer narrative:
Correction: section a4 patient weight should have been 170 pounds in the initial report instead of being blank. This correction is reflected in this additional report 1.